Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the product risk analysis. The complaint review did not identify any problems relating to the customer issue, a broken syringe where glass flew away from the cell-dyn ruby analyzer. Labeling and the risk analysis were reviewed and found to be adequate. The issue appeared to be related to the sample injection syringe not being mounted properly in the mounting bracket, which resulted in the syringe shattering upon priming instrument immediately after installation. The cell-dyn ruby system operator's manual provides adequate sample injection syringe replacement instructions. Based on the event details and investigation, a product deficiency was not identified with the cell-dyn ruby analyzer (list number 08h67).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
A glass syringe on the cell-dyn ruby analyzer broke while the instrument was in operation. A piece of glass from the syringe flew about 4 feet from the cell-dyn ruby analyzer. There were no injuries reported. This event occurred while abbott technical services and abbott field service were at the customer site performing customer training.